Manufacturer narrative:
(B)(4). The incident sample was discarded by the customer and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported a problem with the electrode during spine surgery. If the electrode gets too hot, the insulation melts and falls into the patient cavity. The insulation is retrieved without any injury to the patient. The customer discarded the incident device.